Event description:
The physician reported a cartridge leak occurred 5 hours into a crrt treatment. Specific patient information was not provided by the reporter. The treatment was discontinued without performing rinseback, resulting in a blood loss of 171cc. The patient received a blood transfusion (otherwise unspecified). No other medical intervention was required.

Manufacturer narrative:
The extracorporeal disposable cartridge was not returned as requested, therefore the exact cause of the reported issue cannot be determined. Typically leaks are visually obvious to the user and larger leaks will cause the system to alarm preventing further use. Device labeling instructs the user to visually observe for leaks during treatment and discontinue treatment when leaks are observed. A new cartridge can be used to restart the treatment. Review of the reported lot number indicates this is considered a low frequency occurrence event. Nxstage medical considers this report closed. No additional information will be provided.